Event description:
Customer reportedly received result of 259 mg/dl on the compact plus system and 114 mg/dl on a professional's meter within 10 minutes. No symptoms reported with these results. No actions taken based on device results. The discrepant results were obtained at the physician's office. No adverse event reported. L1 control was run and in range. Requested return of suspect device and replacement was sent.